Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve was implanted in the aortic position. The patient was followed yearly in the outpatient clinic with no anomalies observed by (B)(6) 2021. On (B)(6) 2021, the patient reported dyspnea and on (B)(6) 2021, presented to the hospital for echocardiography where they were diagnosed with severe aortic regurgitation caused by lcc prolapse. On (B)(6) 2021, the patient presented to the hospital and on (B)(6) 2021, the patient underwent redo avr. Upon explant, leaflet tear was observed at the stent post between the lcc and the rcc, which extended toward the nadir of lcc along the stent. "Neither coalescing the tfgt and the aortic wall nor possible interference findings indicated was observed. Pannus proliferation was observed subvalvular area though, the physician considered that it might have not related to the leaflet tear." A new non-abbott valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant was reported due to "severe aortic regurgitation caused by lcc prolapse". The investigation found that leaflet 2 and leaflet 3 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface. All three leaflets had fibrous thickening. There was no inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear sites. The cause of the tears could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.